Manufacturer narrative:
Event date: exact date unknown, event occurred within the last six (6) months the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not longer holding its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.